Manufacturer narrative:
Concomitant medical products: product ID 37082-60, serial# (B)(4), product type: extension. Product ID 3888-56, product type: lead. (B)(4).

Event description:
A (B)(6) reported via the manufacturer representative that they were contacted by a patient who reported that he feels "interferences" (probably overstimulation) between his spinal cord stimulator (scs) system and the bus he uses when driving to work. The patient wanted the insurance company to pay for a new car because he can't use the bus because of the mentioned "interferences". No troubleshooting was performed and no actions were taken. There was no surgical intervention that occurred, nor was one planned. It was unknown if the action was resolved at the time of the report. A follow-up report will be sent should additional information be received.